Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of three reports from this facility. (B)(4).

Event description:
A purchasing department employee reported that three knives were noted to be blunt. Procedure details, patient involvement or patient impact information is unknown. Additional information has been requested.